Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
It was reported that the cc4204a single piece collamer lens ripped as it was placed in the eye. The lens was cut, removed from the eye and discarded without any patient injury. Another same model lens was implanted. The reporter stated the event was the result of a loading error.